Event description:
Customer reported that she was experiencing high blood glucose and stated she was bolusing but level was not coming down. Blood glucose value went up to around 400 mg/dl. Customer stated she changed the infusion set out and had to leave it off for a while because she had delivered so much insulin that she didn't want to crash. Customer did not receive any no delivery alarms. Customer did not notice a bent cannula when removing the infusion set. Customer will get back in contact if issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.